Manufacturer narrative:
Follow-up #1: date of submission 04/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: the pump history shows a 19.23u prime on (B)(6) 2017 at 16:36 followed by a 19.12u prime at 16:37 and 20.21u primed on (B)(6) 2017 at 12:36. One eaw-163 no cartridge detected warning observed in the bb on (B)(6) 2017 at 00:09. A rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor is detecting correct force. A cartridge with 100u was correctly loaded into the pump. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump¿s cover was removed; no intermittent condition was found to the force sensor pins or circuit. No hypersensitive or stuck keys observed on the keypad. No damage or moisture found on the keypad flex connector. The complaint was confirmed in the history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of over 400 mg/dl with extreme thirst and excessive urination, nausea, and symptoms of dehydration. The patient allegedly discontinued insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump required about 10 more units of insulin than the usual amount to prime the tubing prior to use of the pump. This alleged malfunction is being ruled out based on the following: the issue is not likely to result in a serious deterioration in health because the user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy.